Event description:
It was reported that the patient does not feel stimulation and believes that her battery has depleted. Information was then received that the patient wants to expedite surgery because of an increase in seizure activity of 2-3 times per week. The patient underwent prophylactic generator replacement. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The patient's seizures are at pre-vns baseline levels. The physician believes patient¿s seizures to be increasing due to external stressors. The explanted device is not available for product analysis.